Event description:
During a posterior lumbar discectomy, the tip of the hoen dural separator broke off inside the patient when struck with a mallet by the surgeon. A c-arm x-ray was brought in to locate the broken tip that was in the patient. The broken piece was recovered without harm to the patient. The device was disposed of. Manufacturer response for hoen dural separator, (per site reporter): the manufacturer was responsive.